Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of 3.2mm drill broke. According to sales rep, during surgery when the surgeon drilled the screw hole of the side plate, the tip of drill broke. The surgeon removed the broken piece from the patient bone.

Manufacturer narrative:
Evaluation summary: the reported event that the drill bit broke could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The visual examination revealed that the drill bit is fractured at the cutting part. The fracture site shows the typical characteristics of a torsional overload breakage. Please note that drill bits are recommended as single patient use according the instructions for cleaning, sterilization, inspection and maintenance of stryker osteosynthesis medical devices. Based on investigation, we can assume the root cause of the breakage was multi-factorial. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of 3.2mm drill broke. According to sales rep, during surgery when the surgeon drilled the screw hole of the side plate, the tip of drill broke. The surgeon removed the broken piece from the patient bone.